Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer dropped the pump, and the cartridge became removed from the pump, and an alarm 30 (motor stall) occurred. Reportedly, the customer loaded a new cartridge with 300 units of insulin and received a minimum fill notification. The customer's blood glucose level was 136 mg/dl. Reportedly, the customer added insulin and completed the load process successfully.